Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider, distributor, consumer, and company representative. The patient had experienced reduced consciousness level, vomiting, bradycardia regarding the ¿adverse event/ infection¿. The patient required hospitalization or prolongation of hospitalization. A pump refill was performed on (B)(6) 2022. When the company representative attended the refill, the patient confirmed the reported case. The gabalon dose was gradually reduced to 150 mcg/day as of (B)(6), and it was confirmed that the patient was continuing the treatment. The patient's condition had been improving by gradually reducing the dosage, so it is considered thatgabalon is the suspected drug. As of (B)(6) 2022 the patient¿s outcome was indicated as recovering.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider and distributor regarding a patient who was receiving gabalon (concentration unknown) via an implantable pump for an unspecified indication for use. The pump administered gabalon at a daily dose rate of 250 mcg beginning (B)(6) 2021 through an unknown date. The pump administered gabalon at a daily dose rate of 170 mcg from (B)(6) 2021 and continuing. It was reported that on (B)(6) 2019, the effect was observed in the patient screening who had pump implantation performed at a hospital. After implanting the pump, the reduction of spasticity was poor. The capacity was gradually increased and an adjustment was performed such as switching to flex mode. In (B)(6) 2021, the daily dose was approximately 250 mcg, but it was felt that the patient was still stiff. One day while the patient was staying out, the patient suddenly became extremely hypotonic, their consciousness level also dropped, and the patient was in a state of vomiting. The fluid replacement and intrathecal baclofen drug volume were gradually reduced, and bradycardia was also observed temporarily, but the vital signs were basically calm. Currently, the daily dose was 170 mcg, and the dose was to continue to be gradually reduced. Regarding outcome of the adverse event, remission was indicated. Regarding causality the event was related to drug. It was unknown if the cause of the issue was related to the device (catheter/pump), programmer, or surgical procedure. It was the attending physician¿s assessment that the possibility was considered that the tip of the catheter was in the subarachnoid cavity and the effect was poor, and that it entered the dura mater at some rate resulting in overdose. The date of the event was unknown (day, month, and year unknown).

Event description:
Additional information was received via a foreign healthcare provider and distributor. The indication for use / primary reason for using the drug/pump therapy was influenza associated encephalopathy. The patient was 8 years and 6 months old at the time of implantation. The serial number of the pump and catheter were provided.

Manufacturer narrative:
Product ID 8781 lot#/serial# (B)(6) implanted: (B)(6)2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 2021-01-21, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.